Event description:
Hcp reported the pt presented for a refill in 2004 for a refill having severe pain. A biopsy of their spine showed discitis which was fungal in nature. Cultures done on the tip of the catheter were negative. Both the pump and catheter were explanted the following month. It is still questionable whether the pt has a granuloma. The pt was hospitalized for several weeks. The pt's pain is being treated with IV pain medication. It was also noted an MRI was performed twice with unk results. The pt's pump is being returned to the manufacturer. A follow up report will be sent when additional info is obtained.